Manufacturer narrative:
Model: 1458q/86 serial: (B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that a patient presented for a post operation check up. The left ventricular lead exhibited loss of capture. Fluoroscopy revealed that the lead was dislodged. The patient was asymptomatic. The lead was explanted and replaced on (B)(6) 2017. The patient was stable post procedure.